Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent septoplasty procedure on an unknown date and suture was used. The suture was not absorbing and the patient experienced severe inflammation. Suture was removed by the surgeon. Additional information has been requested.